Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, h10. H4: the lot was manufactured between november 10, 2020 to november 11, 2020. H10: the device was received for evaluation. A visual inspection along with magnification was performed with the fill port caps removed which observed a loose particle matter inside the fill port connector. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred on an unspecified date between (B)(6) 2021 - (B)(6) 2021. Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed in an unspecified location of a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. Further details describing the pm were not provided. The pm was discovered prior to patient use. There was no patient involvement. No additional information is available.